Event description:
Analysis of the handheld was completed on 01/13/2015. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 01/13/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld device would not respond when it reached the realignment screen. A hard reset was performed but the issue continued. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
.